Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the device helped them be able to move again. The replacement desktop charger resolved the broken connector pin and pain symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis found broken connector pins on the desktop charger (serial #(B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that there was a broken connector pin on the desktop charger. The patient said the metal tip broke off the connector pin. The patient was able to take the metal tip out of the recharger and now the metal tip was in two pieces. The patient also reported pain symptoms that started shortly after the connector pin broke. No out-of-box failures or further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761 (B)(4) product type recharger (B)(4) applies to the desktop charger/recharger (B)(4). If information is provided in the future, a supplemental report will be issued.